Manufacturer narrative:
A device history record review was completed for provided material number 38182314 and lot number 5002445. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture sample was received for evaluation by our quality team. Through examination of the picture, the needle was observed through the catheter. It is possible that this incident resulted from challenge test parts. If the challenge test parts are not configured with the mildest defect (not apparent), it may not be detected by the vision system. The challenge test is performed once per shift and visual inspections for transfixed catheter are performed through out the shifts every two (2) hours. However, no issues related to this defect were found during the production process. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Event description:
It was reported that bd insyte autoguard needle pierced the catheter. The following information was provided by the initial reporter: some units have had the silicone tube torn, making it impossible to use. Additional information received on 03/25/2025 is there any patient impact, if yes, please explain in details? A: yes, we need to puncture the patient again. Exposing the patient to multiple punctures. Can you please confirm the date of event? A: 13/03/2025 can you please confirm affected quantity? A: evidence of 1 unit, we've had other reports before, but no record of the batch. Was there a need for medical and/or surgical intervention due to the incidence (imaging tests, surgery, drug administration, etc.)? (Detail) a: no was there exposure of blood/chemotherapy to mucous membranes (eyes, nose and mouth) or skin? If yes, indicate whether the exposure was from the patient or the practitioner and what measures were taken. (Detail) a: no.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.